Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was separated below the y-site which resulted in a leak of the fentanyl bag. The set was used with an unspecified pump. This was identified during preparation of the intravenous (IV) pole for transport. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted, the tubing was separated from the first y-site clearlink in the downstream part. Additionally, it was observed, that the solvent was not uniformly applied in the circumference of the tubing. The insertion of the tubing into the y-site clearlink was not according to specification. Dimensional testing was performed, at the tubing and it was according to specifications. The reported condition was verified. The cause of the condition was, due to lack of solvent applied, during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.